Manufacturer narrative:
It was reported in a published article a patient with 3 levels m6-c presented with implant induced osteolysis, end-plate remodeling, and height loss underwent revision. The condition of the devices at the time of removal was unknown. Radiographs from the article were reviewed. Lateral image shows the cervical spine with m6-c at c4/5, c5/6, and c6/7. Images show a CT cut of the disc replacement at c4/5. C4/5 is collapsed, completely loose, and osteolytic changes are present on both vertebral bodies. C5/6 and c6/7 disc replacements appear to have normal disc height with no obvious osteolytic changes. Smaller cystic changes are seen at the superior endplate at c5/6 and c6/7. No devices were returned: therefore, no device examination could be performed. Without a device, serial number, or lot number, a review of the the device history record could not be completed. No microbiology or pathology testing reports or results were provided. Based on the limited information provided, it was not possible to determine the cause of the product experience. It should be noted that the device is not indicated for 3 levels. Rmf 0003 rev 39 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. "Rmf 0003 rev 39 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted. Rmf 0003 rev 39 line 12.45. - excessive height loss/disc collapse: < 1mm between endplates leading to surgical intervention, with explantation, involving patient with multiple cervical spinal implants. Without a device, serial number, or lot number, the device history record and ncmr review could not be completed.

Event description:
We received an abstract (spine hospital for special surgery) reporting adverse and/or complications and/or failure modes for m6-c. Article stated clinical radiographs from a 54-year-old male with m6-c explants at c4-5, c5-6, and c6-7 after 7 years demonstrated implant induced osteolysis, end-plate remodeling, and height loss, suggestive of micromotion and altered load distribution.

Manufacturer narrative:
An abstract (spine hospital for special surgery) reported adverse and/or complications and/or failure modes for m6-c. Article stated clinical radiographs from a 54-year-old male with m6-c explants at c4-5, c5-6, and c6-7 after 7 years demonstrated implant induced osteolysis, end-plate remodeling, and height loss, suggestive of micromotion and altered load distribution. No devices were returned: therefore, no device examination could be performed. Without a device, serial number, or lot number, the device history records could not be completed. No microbiology or pathology testing reports or results were provided. Based on the limited information provided, it was not possible to determine the cause of the product experience.

Event description:
We received an abstract (spine hospital for special surgery) reporting adverse and/or complications and/or failure modes for m6-c. Article stated clinical radiographs from a 54-year-old male with m6-c explants at c4-5, c5-6, and c6-7 after 7 years demonstrated implant induced osteolysis, end-plate remodeling, and height loss, suggestive of micromotion and altered load distribution.